Manufacturer narrative:
Evaluation results: diagnostic testing found invalid values. The lead had been cut at explant. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2012-08596, 08598. It was reported that the pt stopped feeling stimulation down his legs and occasionally experienced a jolt. Diagnostics displayed invalid impedance values. The physician decided to replace entire scs system. During the replacement procedure, one lead was cut and contact #8 remains in the pt's body. A new system was implanted in the pt.